Manufacturer narrative:
Sap and trackwise trend search has been performed (search for material and component number 70104.8002, issue: e-drive blocked). Which came to following results: 2 additional complaints were recorded since 2011-02-02 of which are 2 complaints already closed. Due to this information no systemic issue could be determined. The affected e-drive is not available for investigation. Since today, we have not received any service order or other information from the technician. Although we have asked several times via email. Therefore this complaint will be closed due to lack of information. The complaint will be re-opened if requested information or any new relevant information is received. Thus the failure could not be confirmed.

Event description:
Internal reference: (B)(4). Customer reference: n/a. No information about the patient outcome is reported.

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4). According to the hospital: a cardiohelp-emergency drive (art.#(B)(4)) was blocked during treatment. No information about the patient outcome is reported